Event description:
The onyx stent sheared off of the angioplasty balloon and was undeployed in the right angle portion where the 1st diagonal branches from the lad. The stent was still on the coronary wire but unexpanded and undeployed (as unintended). A second wire was placed parallel to the "working-wire" a ptca balloon was placed adjacent to the undeployed stent and was inflated to "crush" the stent against lad & diagonal wall.